Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Analysis of the device memory also indicated the impedance trend on the rv pacing lead was rising. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a jump in threshold and impedance. The threshold and impedance remained within a normal range. Lead trend data will be monitored and the rv lead remains in use. No patient complications have been reported as a result of this event.